Event description:
A hospital in (B)(6) reported that an iw990 manual controlled infant warmer was damaged and requested a repair. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare (fph) in (B)(4) for repair. The complaint device was visually inspected by a trained fph technician and photographs and a service report were provided to us for our investigation. Results: visual inspection of the photographs revealed that there was a crack on the dome portion of the upper case. The lower case also exhibited a line crack extending from the front bottom centre to the upper lip. The back of the support arm was also observed to have a crack. Conclusion: it is most likely that the damage observed on the upper and lower casings is related to impact damage. The warmer head of the iw990 manual controlled infant warmer can be swiveled 130 degrees left to right from the centre position. The warmer head is susceptible to impact damage particularly if the head is swiveled. The customer was offered an exchange warmer unit and the complaint warmer unit was destroyed at our german service centre.